Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the left cylinder. Therefore, the left cylinder and pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinder was visually and microscopically examined, and leak tested. The cylinder outer and fabric tube had been detached in the proximal end of the cylinder. The cylinder had a hole from fatigue in the proximal end of the cylinder, the inner cylinder had a bulge and leaked. The pump was visually and microscopically examined, leak and functionally tested. The pump tubing was cut down to the pump block and was not returned. The pump passed leak test; however, it did not pass activation tests. Based on analysis results, the leak identified in the cylinder confirmed the reported event, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the left cylinder. Therefore, the left cylinder and pump were removed and replaced. There were no patient complications.